Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded and dizzy. It was noted that following a recent routine changeout procedure, rising impedance and loss of capture were noted on the right ventricular (rv) lead. Chest x-ray confirmed a set pin issue following the changeout procedure. The implantable pulse generator (ipg) and lead were revised and remain in use. No further patient complications have been reported as a result of this event.